Event description:
Caller reports lancet is not retracting back in on the multiclix device. No accidental needle stick occurred. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.